Event description:
Caller reported malfunction on pump. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted with resetting pump, resolving the issue. Customer was advised to continue using pump and to call back if malfunction recurs.